Manufacturer narrative:
Unit alarmed button error followed by unresponsive down arrow button due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, display window, and battery tube threads. Unit received with minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive when she attempted to bolus. The numbers were scrolling. The insulin pump alarmed button error. Customer's blood glucose level was 149 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.